Event description:
Angled sensor wire stripped while using inside the pt. Surgeon identified the problem, removed the wire intact, and verified using c-arm (already using c-arm for the case) that there are no wire fragments inside the pt. Wire and packaging taken off the surgical field by coordinator. This prolonged the surgical time per the surgeon.